Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous prior to stent placement. During the procedure, the stent was deployed in the correct location. However, during removal of the stent catheter, the tip of the delivery system got caught on the stent and the stent moved out of its target location. The stent was removed from the patient with a snare and the procedure was not completed. There were no patient complications reported as a result of this event.